Event description:
During a follow-up in clinic, there was an increased capture threshold on the right ventricular (rv) and left ventricular (lv) leads. The loss of capture on the lv lead resulted in the progression of heart failure symptoms. Both leads and the associated non-abbott device were explanted. A new rv lead was implanted and a new lv lead was unable to be implanted. The patient was stable following the procedure. Related manufacturer report number: (B)(4).

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies with the exception of damages that are consistent with procedural damage. The reported event of loss of capture was not confirmed.